Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. During investigation on-site, our service engineer confirmed failed internal leak and flow tests. It was concluded that parts in the inspiratory section and the air gas module were defective and needed to be replaced. It was later informed that parts were not replaced as the customer did not accept the given offer. No further information has been received. If a gas module malfunctions, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Leakage in the inspiratory section may lead to insufficient ventilation. Alarms will be generated.